Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon removal of the delivery catheter system (dcs), the pig tail caught the crown of the valve and dislodged it into the sinuses. The valve was snared and placed distal to the sinus tubular junction. Subsequently, a second transcatheter bioprosthetic valve was successfully implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.